Manufacturer narrative:
.

Event description:
Per the clinic, the patient developed an infection at the implant site subsequent to sustaining a trauma. The issue could not be resolved and the device was explanted on (B)(6) 2016. The patient was reimplanted with a new cochlear device on (B)(6) 2016.